Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for fecal incontinence it was reported that the patient was hospitalized and it was uncertain why they patient was hospitalized. No further complications were noted or anticipated.